Event description:
An optometrist reported undercorrection in the right eye seven months post lasik. Patient had (prk) photorefractive keratectomy enhancement and distance vision is improved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).